Manufacturer narrative:
Device used for off label indication. The indication the device was used for was dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient has been having a return of symptoms for the previous 1.5 years. The patient's system was checked and low impedance was measure on the right side between electrodes 4 and 5 at 74 ohms. These contacts have never been used in programming. The first time the low impedance was found on these contacts was (B)(6) 2018. The patient was reprogrammed to help cover their symptoms. There is no further intervention planned. No further complications were reported or anticipated.